Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at keypad traces. Device was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the act button does not respond and the insulin pump was stuck in the rewind screen. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was in the 300 mg/dl range. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.